Event description:
It was reported that during the extraction surgery, the tip of the extractor broke off and the broken tip was left inside the pt. The surgeon tried to remove the broken tip however it was unsuccessful. The stem and the broken tip was cemented and the wound was closed.

Manufacturer narrative:
Device not returned no evaluation will be performed. If device becomes available a supplemental report will be issued.